Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when collecting the gallbladder, it slipped out of the collection bag when closing it. A new bag was used. There was no patient injury.